Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because, during use, the grippers did not raise. If this were to recur there's potential of injury. It was reported that this was a mitraclip procedure to mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve. The clip opened, however, when the gripper lever was retracted the grippers did not raise. Standard troubleshooting was performed and was unsuccessful. There was no gripper line break noted. The clip was not implanted and the cds was removed. Another cds was used; one clip was implanted reducing the mr to 2. The patient is in stable condition. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported gripper actuation issue was confirmed as the gripper line was observed to be broken at the distal end of the device. The investigation determined that the gripper actuation issue was a cascading effect of the broken gripper line. However, a definitive cause for the broken gripper line could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. The returned device identified tissue on the gripper arms. In this case, the tissue damage may have occurred as a procedural condition of the clip grasping the leaflets. A cause for the identified torn tissue could not be determined. It should be noted that tissue damage, is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous medwatch report submitted, returned device analysis revealed a minor amount of tissue entangled in one gripper arm. The reporter was contacted and additional information was received: the gripper arms were actuated in the anatomy and during the first attempt to grasp the leaflets, mitral regurgitation (mr) grade was not impacted. Thus the device was retracted to the left atrium to reposition, and it was there that it was noticed the grippers would not raise. It's possible during the first grasping, the clip interacted with leaflet tissue such that it would have resulted in torn tissue, however, there was no obvious tear, no increase in mr or flail/torn segment observed.